Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected the mc sample probe. Fse replaced the wash collar valve and the leak was resolved. (B)(4).

Event description:
The customer reported a leak from the modular chemistry (mc) sample probe wash collar on the unicel dxc 660i synchron access clinical system. The leak was contained within the instrument. The customer was wearing a gloves and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.